Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer went to the doctor's office last week and ever since they downloaded the insulin pump, it does not show the active insulin time. Customer's blood glucose level was 118 mg/dl this morning. Customer saw a crack on the pump about 2 weeks ago. Customer stated that the damage was on top of the reservoir. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The bolus wizard functioned properly. The insulin pump was received with a cracked reservoir tube lip and cracked reservoir tube near the window.